Event description:
It was reported that a half day infusor did not flow. This occurred during priming. The reporter stated that ¿no drops appeared¿ when the nurse removed the blue cap. The device had been filled with 1500 mg desferrioxamine in 40 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number - the customer reported that the lot number of the device was either 14k046 or 14j006. (B)(6). Lot 14k046 was manufactured october 23, 2014 ¿ october 24, 2014. Lot 14j006 was manufactured september 30, 2014 ¿ october 03, 2014. A batch review was conducted for lots 14k046 and 14j006, and there were no deviations found related to this reported condition during the manufacture of either lot. The device was discarded; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.